Manufacturer narrative:
(B)(6). Based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. (B)(4).

Event description:
It was reported ¿there was mass inconsistencies (bulge on the dressing).¿ additional information was provided informing that ¿it looks like that there is debris remaining to form one spot on the dressing." The product was not used. A photograph depicting the reported complaint issue were provided by the complainant.